Event description:
1hr. And 15 min. Into the hemodialysis treatment, drops of blood were detected coming from the end of the heparin pump line of the arterial bloodline and then a puddle was found on the floor in the corner behind the sharps container and under the machine. The estimated blood loss was between 300 and 500 cc. The clamp on the line was open but the end was in place. This line was not being used for heparin administration. The pt was awakened easily from sleep and bp taken which was 71/33. Pt was reclined into trendelenberg position and given several hundred cc. Of nss. When the bp did not rise, pt's blood was rinsed back having given a total of 600 cc. Of nss. Pt's bp rose to 113/55 with heart rate of 83. Oxygen was applied at 3l/nasal cannula and dr. Notified. She ordered an additional 400 cc. Nss to be given and transported to a hosp. The pt was alert and oriented with bp of 125/60 and hr of 83 upon discharge via ambulance. Pt denied sob, chest pain, vertigo, or nausea or vomiting at any time during the event. 1 unit of rbcs was given that evening at the hosp and a second unit given the following day with hemodialysis. Discharged the next day.